Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece stopped suddenly and did not work again. They changed the battery, it did not change anything. There was no pt harm, however, a 20 minute delay was reported. The procedure was completed with an alternate device.